Event description:
Pt rec'd a proximal femoral nail to treat an unstable, 3-part trochanteric fracture. Pt presented for follow-up exam 8 mos later. X-rays indicated a fractured nail at the approximate level of the lag screw. Surgeon decision to extract the device is pending outcome of pt's other, pre-existing medical conditions.